Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a remote merlin.net transmission that the right atrial lead exhibited low out-of-range impedance and noise that was oversensed and led to inappropriate mode switch episodes. The right ventricular lead also exhibited noise that was oversensed. No intervention has been performed and the patient was stable.